Event description:
Additional information was received. Hcp reported patient was administered perioperative antibiotics. There was no infection, no meningitis. Patient had flare of pain. MRI came negative for granuloma. Patient outcome not indicated at the time of this report. If additional information becomes available, a report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a possible granuloma. The reporter stated that an MRI scan was ordered back on (B)(6) 2012 and was going to be done of the lumbar spine to rule out inflammatory mass. The reporter had no other event details. The medications in the pump were bupivacaine and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).